Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
Bilateral patient. It was reported that the plaintiff had a primary bhr surgery in the right hip on (B)(6) 2009 and a primary bhr surgery in the left hip on (B)(6) 2011. The contribution of the left bhr system to the elevated metal ion levels can not be discarded. It is unknown if an intervention or revision surgery is planned for the left hip system.

Manufacturer narrative:
H3, h6: it was reported that a patient might experience elevated metal ion levels due to the contribution of the implants on the left hip. As of today, the devices, all of which were used in treatment, remain implanted and therefore cannot be tested. A review of the historical complaints data for the devices concerned was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and the head. This will continue to be monitored via routine trending, however it should be noted that these devices, as well as the sleeve, are no longer sold. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. Based on the limited information provided, the clinical root cause of the reported elevated metal ion levels and pain cannot be determined. The patient¿s history of trochanteric bursitis, rheumatoid arthritis, and morbid obesity cannot be ruled out as contributing factors to the reported pain. It cannot be concluded that the reported events are associated with a malperformance of the implant or implant failure. The patient impact beyond the elevated metal ion levels and pain cannot be determined. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.